Manufacturer narrative:
Other, other text: customer reported that the alarm showed that disposable pump won't run. Tamper seals were all intact. The problem was duplicated, pump went into no disposable alarms during test. Performed visual inspection of the pump and nda testing. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the alarm showed that disposable pump won't run. No patient injury was reported

Event description:
It was reported that the cadd legacy pump exhibited a no disposable pump won't run alarm during testing. No patient injury was reported.